Manufacturer narrative:
Further information was requested but not received. Session records were provided for review by technical services. Analysis of the session records indicated that the noise event was sensed by the device.

Event description:
Related manufacturer report number 2017865-2023-19828. It was reported that noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Additionally, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise on the ra lead was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.